Manufacturer narrative:
Insufficient information is available to determine the resolution of the event. Multiple good faith efforts (gfe) were performed for further details regarding the event; however, no response was provided. No further details could be obtained regarding the event, and it could not be determined if the customer's issue was resolved or if the device had been repaired. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed an over voltage protection (ovp) circuit failed message (error code 1127). The device was in clinical use when the issue occurred; the patient was moved to a different ventilator. There was no patient or user harm reported. A philips remote service engineer (rse) noted that the v60 ventilator displayed an ovp circuit failed message (error code 1127). During troubleshooting, the customer was informed of the latest service manual revision. The customer reported that the 12 volt and 3.3-volt ovp circuit did not detect the 3.3-volt over-voltage condition. The rse advised the customer to replace the motor control (mc) board and power management (pm) board. The customer was provided with the part numbers for replacement.